Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Per facility, patient and physician do not want to provide. No tests/laboratory data was available. No information was available. This is not a serialized device. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral procedure during flushing, the bottom of the manufacturer's catheter broke off. They pulled another manufacturer's device and completed the case. There was no patient injury. Vessel: ffa. Additional information was inconclusive regarding when the separation may have occurred. The returned device was visually and microscopically inspected. The needle luer was broken off at the handle. The scanner and tip were broken off near the weld legs. The needle luer, scanner, and tip were not returned with the device. A tear was extended 65 mm from the guide wire exit port to the distal end of the device. The needle was deployed and sanguineous material was present along the needle. It could not be determined when the separation occurred. The instructions for use (IFU) warn not to bend the catheter excessively. Verify correct needle orientation by using ivus and fluoroscopic guidance prior to deploying the needle. Ensure that the needle is fully retracted and locked before attempting any withdrawal from the peripheral vascular system. The IFU cautions to protect the catheter and the catheter tip from impact and excessive force at all times. Do not attempt to reshape the catheter, catheter tip, or the nitinol needle, since reshaping may damage internal components of the device. Advancement, manipulation and withdrawal of the catheter should always be performed under fluoroscopic guidance. If substantial resistance is met during manipulation, immediately discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Avoid excessive torqueing or bending of the catheter. Torqueing the catheter excessively may cause severe vessel damage or kinking of catheter. Should the catheter shaft become kinked, immediately withdraw the entire system. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process. This malfunction is being reported because there is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). Device analysis was updated on 05-04-2018. The probable cause of the observed separation is damage following use of the device. Per follow up with the customer on 04/12/2018, the device was unstuck by being, "pulled aggressively off wire." Strain, impact, and forces associated with handling can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This submission is to provide additional information.